Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology at the time of implant is unk. The aortic neck has severe angulation and there is distal fixation seal loss. It was reported approx. 20 months post stent graft implantation the stent graft migrated, resulting in a type I endoleak. The cause of the migration may be related to the severe angulation of the aortic neck resulting in a type I endoleak which resulted in aneurysm enlargement. The pt is scheduled for further treatment. The pt was reported to be fine and no additional clinical sequelae have been reported.